Event description:
It was reported that the force sensor on the device was off and needed to be calibrated or replaced but was unable to perform a calibration. The event occurred during preventive maintenance. There was no physical damage reported, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the battery missing, right plunger case cracked, and bottom case damaged. The event history log confirmed a system failure: force sensor bridge test. Functional testing was able to replicate the reported issue; the force sensor was out of specification and would not calibrate. The root cause was determined to be the main board not working as intended. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.